Manufacturer narrative:
The proximal region of the lead was found to be twisted consistent with damage due to the twiddling reported in the field. Other damages found were sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the right ventricular lead. Twiddlers syndrome was also noted. The lead had become twisted and showed signs of twiddling nearly to the point of being braided in the pocket. Upon explanting the lead, effusion was observed. A pericardial window was created. The lead was explanted and replaced. The patient was stable following the procedure and in good condition.